Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom door does not latch. Eval found the force required to close the door to be above expected levels, which if not applied can cause door not fully latched alarms. Eval determined the cause to be door hooks which were out of adjustment. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump had a door that did not latch. Any pt involvement, injury or med intervention is unk.